Manufacturer narrative:
This supplemental report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material was stuck inside of the device, but the type of the material cannot be identified. A definitive root cause cannot be determined. It was unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the evis lucera gastrointestinal videoscope exhibited foreign material attached to the insertion section mount. There were no reports of patient involvement.